Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08770 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and serial number label missing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 835 mg/dl. Customer stated they was still in the hospital at the time of call at september 14. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip in the hospital. Customer experienced symptoms such as vomiting. Customer stated auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.